Manufacturer narrative:
(B)(4). One used set was received for evaluation. It was tested per specification, and leakage was observed at the bonded joint between the backcheck valve and the sidearm of the proximal caresite valve. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. However, as a result of this occurence, a formal awareness training was conducted with all applicable personnel involved in the assembly and inspection of this product to ensure that all personnel understand and comply with the established assembly and inspection methods. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: IV tubing was leaking around the seal at the upper y-site and back check valve; chemotherapy in use. Prior to patient use.